Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his discontinued treatment. After receiving a cycler alarm, when he opened the cassette door there was fluid leaking out of the cassette door. He was advised to contact his pd nurse. The set was not retained for evaluation. During follow up the patient's caregiver reported that the patient's effluent was clear. The patient's pd nurse reported the patient was not prescribed prophylactic antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.